Manufacturer narrative:
Correction report: this report was inadvertently submitted, hence this correction is being filed to indicate that the MDR report should not be filed for this product complaint. The product, puresee iol, is not approved in the USA and has no same or similar to a product approved by FDA. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained of va 0.3~0.4 after implanting iol den00v diopter 18.0 and then the doctor explanted and replaced to den00v diopter 19.0. No further information available.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown; information not provided. Section e1: email address, state: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.